Event description:
The customer contact reported leaks. The option-lok male adapter of the tubing sets were connected to the female adapter of the patients IV access catheters and were being used to deliver unspecified volumes of normal saline, at unspecified rates. It was reported that the option-lok spin collars were secured to the patients IV catheters and the IV sites were dressed with tegaderm transparent dressings. After unspecified lengths of time, it was reported that the nurses noted that unspecified volumes of solution leaked under the tegaderm dressings. At this time, the nurses removed the tegaderm dressings and secured the option-lok male adapter of the tubing sets to the female adapter of the patients IV access catheters. No specific details were provided. The devices remained in clinical use and the therapies were resumed. The customer contact reported that "for the most part" tightening the connections helped. The customer contact indicated that the events occur at the user facility when using a specific type of IV catheter which was in clinical use during the events. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
One open device of the same lot number and one sealed bd insyte autoguard 24g catheter was received for investigation. During the testing, the device was connected to the bd insyte autoguard catheter. The device passed testing. During testing, no leaks, and no connection or disconnection issues were noted. Based on the data verified, hospira could not attribute the issue to the device. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the information known by the reporter upon query by hospira personnel.